Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. The product was replaced or reworked and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01641. The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2011. It was reported that the pt complained of a tender, red ipg site, and he was started on antibiotics on (B)(6) 2011. On (B)(6) 2011, the pt reported a fever and was instructed to go to the ER. The physician explanted the pt's entire system on (B)(6) 2011 due to an infection at the ipg pocket and lead incision sites. Attempts to obtain additional info regarding the pt's condition were unsuccessful. No further info is available at this time.